Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit may require maintenance. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional contact details: event site postal code: (B)(6). It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) was showing error- iabp may require maintenance. There was no patient involvement and no harm reported. A getinge field service engineer (fse) checked the machine and ran the machine with balloon and trainer found no issues. Performed all the functional tests found ok. Handed over the machine in good working condition. Unit cleared for clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a